Manufacturer narrative:
H.6 the balloon catheter was discarded by the hospital, so no returned product analysis will be available.

Event description:
It was reported that during a ptca procedure, the balloon would not inflate and deflate properly. No pt injuries or complications occurred.